Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden (aab). The presenting electrogram (egm) shows atrial undersensing of atrial fibrillation (af). The automatic gain control (agc) is programmed at 0.25mv (millivolts). It was recommended to consider review of sensing parameters. The device remains in service and no adverse patient effects were reported.